Event description:
It was reported that after a robot assisted laparoscopic right nephrectomy, a bladder catheter was inserted during surgery on (B)(6) at around 16:00. When the nurse in charge left the room and confirmed that the catheter had fallen out naturally, there was no fixed water. It was confirmed that the catheter had been removed all the way to the tip. There was no pain reported. When the fixed water was injected, it was confirmed that the balloon was inflated. Per follow-up information received via ibc on 06jun2024, the customer confirmed there was no impact on the patient.

Manufacturer narrative:
The reported event was unconfirmed. Three photos were received. The first one shows an overview of the three-way catheter, the second photo is a close up to the balloon and tip and the last photo shows the catheter cap with lot number. Also received 1 all silicone temp sensing foley catheter with sample port connector. The catheter balloon was inflated with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and catheter rested with no leaks. Concentricity was found within specification. The inhouse syringe was connected and it was able to return all the solution in 1 minutes and 20 seconds with no issues or cuffing. The reported event was considered unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after a robot-assisted laparoscopic right nephrectomy, a bladder catheter was inserted during surgery on 31may at around 16:00. When the nurse in charge left the room and confirmed that the catheter had fallen out naturally, there was no fixed water. It was confirmed that the catheter had been removed all the way to the tip. There was no pain reported. When the fixed water was injected, it was confirmed that the balloon was inflated. Per follow-up information received via ibc on 06jun2024, the customer confirmed there was no impact on the patient.